Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6)2025, the patient was driving home from the dentist in his car. The cgm value was 211 mg/dl and he ¿felt severely low,¿ and the specific hypoglycemia symptoms were not documented. He was unable to do a bg finger stick (fs) at the time. He ¿blacked out,¿ and the car crashed. Paramedics treated the patient with glucagon. The bg fs value was 21 mg/dl. At the hospital the cgm value was 200 mg/dl but the bg fs value was 400 mg/dl. Another value was 407 mg/dl. No other treatment details were provided. He was diagnosed with broken ribs and returned home the same day. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. At the hospital, the patient blood glucose fall within the b zone of the parkes error grid. No additional patient or event information is available.